Event description:
It was reported that during a carotid artery stenting treatment procedure a deployment issue occurred. A filterwire was placed in the carotid artery. An adapt carotid stent was then in position to deploy. The black button was pressed, but the wheel did not rotate and was jammed. A sudden release caused the stent to jump 20mm outside the expected deployment area. A carotid wallstent was then used to complete the procedure. The patient remained stable and no complications have been reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).